Event description:
Caller reported a minimum fill notification after filling the cartridge with 275 units of insulin that caused the customer's blood glucose to exceed normal levels. Specific blood glucose value was unknown but displayed as "high." To address the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Reloading the same cartridge resolved the issue, and the customer was able to successfully resume insulin delivery.